Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that during routine follow up, the patient was reported to have a limb occlusion of the stent graft. The patient was symptomatic. The patient was treated the same day, with the limb declotted and stented. The physician believes the occlusion was caused by a potential clotting disordered coupled with narrowing at the bifurcation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).